Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000112687. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 3006705815-2023-06425. It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced to address the issue. During procedure, it was reported that the lead wire was too close to the skin. As a result, surgical intervention was undertaken where the lead was repositioned on (B)(6) 2023 to address the issue. It is unknown which lead was superficial.